Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. The vessel morphology was reported to be straight with no calcification. It was reported that the bifurcated stent graft was inserted and successfully deployed. The iliac stent graft was inserted through the contralateral side and successfully deployed. Fluoroscopy showed that there was a proximal endoleak. The physician attempted to balloon angioplasty the endoleak; however, the endoleak was still evident at the aortic neck. The physician then elected to place an aortic cuff to treat the endoleak; however, the aortic cuff was deployed too high and occluded the renal arteries. The physician opted to surgically convert the patient to conventional open repair and remove the stent graft. It was reported that the patient is fine and no additional clinical sequelae were reported relevant to the complaint.